Manufacturer narrative:
A review of the manufacturing documentation associated with this lot # f2026001 presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when they tried to pull the unknown sheath together with the shuttle of a 5f mynxgrip vascular closure device (vcd) in combination back to the mynx handle; there was a significant resistance. They deflated the balloon and removed the device. They noticed afterwards that the plug was still constrained in the device. There was no reported patient injury. The device was opened in a sterile field. The balloon of the device was inflated and retracted to the arteriotomy. The shuttle was advance to deploy the plug. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly d8,d9, g4,g7,h1,h2,h3 and h6. As reported, when they tried to pull the unknown sheath together with the shuttle of a 5f mynxgrip vascular closure device (vcd) in combination back to the mynx handle; there was a significant resistance. They deflated the balloon and removed the device. They noticed afterwards that the plug was still constrained in the device. There was no reported patient injury. The device was opened in a sterile field. The balloon of the device was inflated and retracted to the arteriotomy. The shuttle was advanced to deploy the plug. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was disengaged from the black handle with the stopcock open, the procedural sheath was on the outer cartridge tubing, covering the balloon proximal tip, and the sealant and advancer tube were found to have remained in the outer cartridge tubing as received. It was noted that the procedural sheath stopcock was not opened as received. The syringe was not returned with the device. Per functional analysis, the unsheathing the sealant step was performed on the returned device. Resistance was felt when the shuttle cartridge being retracted to the black handle. The procedural sheath was removed from the device, and the sealant was observed to have been exposed to blood, increased the profile, and stuck to the device components. The sealant was loosened from the device components, and the shuttle cartridge was able to be retracted to the black handle without issue. The advancer tube was found properly engaged to the proximal tamp lock, per the mynxgrip instructions for use (IFU). The condition of the returned device is consistent with a device deployment jam. The procedural sheath, catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during the procedure. No anomalies were observed. Per microscopic analysis, the sealant was exposed to blood, increased the profile, and protruded out from the outer cartridge tubing side slit. The condition of the returned device indicates that the sealant may have been prematurely hydrated, and during shuttling and unsheathing step, the sealant hindered/obstructed the device path from being retracted to the black handle, which may have contributed to the reported incident. A product history record (phr) review of lot f2026001 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿device deployment jam¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as the sealant prematurely hydrating, may have contributed to the reported event. This can create resistance and obstructed the device path during the procedure. In addition, the procedural sheath stopcock was observed not opened as received, which may have contributed to the reported incident. According to the mynxgrip instructions for use (IFU) which is not intended as a mitigation of risk, deploy sealant, it instructs users to open the procedural sheath stopcock and confirm temporary hemostasis while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Failure to open the procedural sheath stopcock and/or high tension applied to the balloon catheter during the deploy sealant step can result in a tight seal at the tip of the sheath, and as the device is advanced, blood can be trapped inside the sheath and caused the sealant to hydrate prematurely. Neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.